Event description:
It was reported that the capture threshold had increased and varied and the r-waves had decreased since implant. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.